Event description:
The customer called regarding an error alarm had occurred and had questions about battery issues. Troubleshooting was done and the customer was advised that the pump will be replaced. It was reported that the customer was hospitalized for low sodium which led to a diabetic coma. The customer was unable to recall the events that lead to hospitalization. No further details.